Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer was requesting keystroke analysis due to possible over infusion. There was patient involvement, but the outcome is unknown. Although requested, additional information was not provided.

Event description:
It was reported that the customer was requesting keystroke analysis due to possible over infusion. There was patient involvement, but the outcome is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an over infusion was not determined because no products or device logs were returned.